Manufacturer narrative:
H.6. Investigation summary bd received fifty-eight unused 22 gauge angiocath unis from lot 8180688 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical/mechanical damage to the adapter that could lead to a leak. Next, a leakage test was performed on the units and no leakage was observed. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were observed a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that bd angiocath¿ IV catheter leaked on 5 occasions after use. The following information was provided by the initial reporter: after catheter placement, blood leaked from the connection when connecting with infusion set. The issue occurred some times in some lots. Every time when the issue occurred, replaced by new angiocath.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd angiocath IV catheter leaked on 5 occasions after use. The following information was provided by the initial reporter: after catheter placement, blood leaked from the connection when connecting with infusion set. The issue occurred some times in some lots. Every time when the issue occurred, replaced by new angiocath.